Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise was noted on the atrial and right ventricular leads. Lead revision is anticipated and the patient is stable with no consequences. Related manufacturing report number: (B)(4).